Event description:
On (B)(6) 2011, I received a mailing from the dept of health & human services/FDA. Enclosed within the mailing was a medwatch report that was submitted by (B)(6) hosp c/o: (B)(6). Upon reading the letter it was noticed that an alleged incident happened using a mettler sonicator plus me994 device serial number (B)(4). After review of document history on this device, it was noticed that this device was received at mettler on (B)(6) 2011 - for a request of "calibration" by (B)(6) hosp - there was no mention of a pt incident. Mettler svc dept checked the device, per (B)(4), and made the necessary repairs and upgrades. The device was returned to the customer on (B)(6) 2011 (B)(4). Initial report stated the electrodes were placed on pt's right arm and during treatment pt's skin turned red in three out of the four electrode places. The following week the pt returned with three burn marks. Mother had reported to placing oil on pt's skin prior to the visit.

Manufacturer narrative:
On (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011, I attempted to contact (B)(6), of (B)(6) hosp, to get more details of the alleged incident. I left messages each time, asking her to return my call. On (B)(6) 2011 (at 12:15) she returned my call and thus the delay in submitted my initial report.